Manufacturer narrative:
Explant date unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein the scs system was explanted. Date of explant is unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing a burning sensation over the ipg site. Surgical intervention may be pending to address the issue.